Manufacturer narrative:
Updated fields: h6, and h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is likely the event occurred because the facility did not reprocess the subject device properly because they performed reprocessing with the procedures different from in the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the channel-opening cleaning brush was incorrectly reprocessed. The facility was interviewed by the olympus representatives and stated deviation from the reprocessing guidelines. The issue occurred during an unknown event and procedure. There were no reports of patient harm.